Event description:
T-handle blocker inserter was noted to have bearing missing from the insertion tip. This meant that xia blockers could not be retained by the instrument for the insertion. The instrument was washed as it had blood on it and separated from the kit today.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.